Event description:
It was reported that the device exhibited a blank screen and continuous alarm. A hard reset did not work. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: b5: additional information received on 06-dec-2022 via email attached in complaint object: there was no incident reported, the device was simply not working and sent to biomed for service. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: correction: d4: model number: 4000.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated h10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with the top case cracked/dented by the front right bottom corner. No visible contamination. The tamper seals were broken. There was no evidence of the error recorded in the event history log (unable to view ehl due to constant alarm with no display). The customer reported problem was verified/duplicated during functional testing. The device powered up with constant alarm and with no display. This was likely due to an incomplete upload process by the customer. No evidence of damage/contamination was found on the main board or interconnect board. For corrective action they uploaded the software from base unit (interconnect board) to head unit (main board) by performing power point process which cleared the problem. The root cause was traced to user error/improper upload by the customer. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).